Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis on (B)(6) 2021 with blood glucose level was 1000 mg/dl. Current blood glucose was 330 mg/dl. Customer was treated with insulin pump at the time of hospitalization. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concern: customer mom called in reported her son was admitted into the hospital and had diabetic ketoacidosis. High blood glucose. Pump error 63. Document why the customer alleges insulin pump is under delivering: his hcp does feel like it was. Device had a missing retainer, reservoir tube o-ring, broken reservoir tube lip, minor scratched display window, missing display window cover, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, missing serial number label, pillowing keypad overlay and cracked keypad overlay at the select button. Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to complete the functional testing or perform the displacement test, occlusion test and delivery accuracy test due to missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. History download was successful and carelink upload was successful. On (B)(6) 2021 at 11:47 pump error 63 (variable 3) alarmed during self test and pump error 63 (variable 3)confirmed in the device trace history download on (B)(6) 2021 at 08:57:08.000 due to cracked solder joint at pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. However unable to complete the self test and verify tone check/vibrate check due to pump error 63. There was no boluses delivered on event date (B)(6) 2021. No user suspend, auto suspend or insulin flow block alarm noted on event date (B)(6) 2021. Pump error 63 (variable 3) confirmed in the during testing and in the device trace history download due to cracked solder joint at pin 6 (sda) on keypad assembly. Unable to complete the functional testing or perform the displacement test, occlusion test and delivery accuracy test due to missing retainer. Unable to verify under delivery anomaly due to missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. Unable to confirm alleged high blood glucose or diabetic ketoacidosis. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated analysis summary by alfred santos on (B)(6) 2022 s/w 4.10e internal serial number listed in the pump status screen is (B)(6). Retainer ring = missing on (B)(6) 2021, customer mom called in reported her son was admitted into the hospital and had dka, high bgs and pump error 63. Document because the customer alleges pump is under delivering: his hcp does feel like it was. Device had a missing retainer, reservoir tube o-ring, broken reservoir tube lip, minor scratched display window, missing display window cover, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, missing serial number label, pillowing keypad overlay and cracked keypad overlay at the select button. Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to complete the functional testing or perform the displacement test, occlusion test and delivery accuracy test due to missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. History download was successful thus and carelink upload was successful. On (B)(6)2021 at 11:47 pump error 63 (variable 3) alarmed during self test and pump error 63 (variable 3) confirmed in the pump trace history download on (B)(6) 2021 at 08:57:08.000 due to cracked solder joint at pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. However unable to complete the self test and verify tone check/vibrate check due to pump error 63. There were no boluses delivered on event date (B)(6)2021. No user suspends, auto suspend or insulin flow block alarm noted on event date (B)(6)2021. Pump error 63 (variable 3) confirmed in the during testing and in the pump trace history download due to cracked solder joint at pin 6 (sda) on keypad assembly. Unable to complete the functional testing or perform the displacement test, occlusion test and dat test due to missing retainer. Unable to verify under delivery anomaly due to missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. Unable to confirm alleged high bg's/dka. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.